Event description:
The account stated that a patient sample generated erratic sodium results on the architect analyzer. Sodium results of 141, 139, 141, 118, 141, 140, and 132 mmol/l were generated from the same patient sample. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.